Event description:
It was reported that during the implant of the right ventricular (rv) lead, it was determined that the coronary sinus had been dissected, preventing the implant of a left ventricular (lv) lead. The implant procedure was stopped, and a new lv lead will be implanted at a later date. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).